Event description:
It was reported that a spectrum pump that was just returned from repair for flow rate accuracy failed the test again (right out of the box). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow accuracy testing was performed and the device delivered within 5% specification. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual the infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. The device has been serviced for a similar complaint within the last 12 months however no issue was found with the device during prior return and all service actions were completed during the last service cycle. The reported condition was not verified and the device was found within specification. Pressure plate adjustments will be performed as a precaution. Should additional relevant information become available, a supplemental report will be submitted.